Manufacturer narrative:
Model number/catalog number: sc-8120-70; serial number: (B)(4), batch/lot number: 232572a; model/catalog description: artisan surgical lead 70cm.

Event description:
A report was received that the patient was experiencing leg weakness after the lead was implanted. The patient underwent an explant procedure and was doing well postoperatively.